Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy due to oversensing was observed. A decrease in sensing was also noted. During lead revision an insulation anomaly near the bifurcation was observed. The lead was capped and replaced.